Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced low voltage / no external power events due to the mobile power unit losing power. There was no effect on pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a no external power were confirmed via analysis of the submitted log file. The submitted log file contained approximately 6 days (25may2022 ¿ 31may2022 per the timestamp). No external power alarms were active on on 29may2022 from 01:03:38 to 01:03:42, from 03:25:05 to 03:25:08 and from 03:34:18 to 03:34:19. Due to a loss of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system without issue during the losses of external power and pump function was not affected. The alarms were resolved when ac power was restored to the mpu. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Mpu was not returned for evaluation. Multiple attempts were made to obtain the event information (including the serial number of the mpu, if the patient was using the locking version of the mpu ac power cord, if the power cord came loose at the wall/outlet or the back of the unit, and any environmental circumstances that would have affected ac power at the time of the event; however, no response was given. To date, the mobile power unit (serial #: mpu-unknown) was not returned for analysis. As a result, the complaint file will be closed with no further actions. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.